Manufacturer narrative:
The returned catheter was patent; however, it did not meet the requirements for leak testing due to a small tear observed approximately 9 cm from the tip of the catheter. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿use of sharp instruments during hydration or handling can damage the surface hydrogel or can nick, crush or cut the silicone elastomer catheter, resulting in leakage and necessitating shunt revision.¿ it is also cautioned that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that pre-operatively, when testing the device, the doctor found the catheter to be broken. According to the report, the device did not come into contact with the patient and the patient¿s current condition is normal.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).